Event description:
During use of the ekosonic endovascular system the control unit turned off and alarmed. When the ekosonic device was returned for investigation, inspection of the device confirmed that both the proximal and distal platinum marker bands had become dislodged and were no longer on the device. Additional information from the user confirmed an introducer sheath with a rotating hemostasis valve was used to place the ekosonic device. Following completion of the infusion procedure, the device was removed as bedside. No angiograms were obtained following removal of the device. Based on this report, it is most likely the marker bands were retained inside of the introducer sheath and did not exit into or remain inside the patient.

Manufacturer narrative:
Inspection of the returned device confirmed the marker bands were no longer present. Swage marks where the marker bands were installed were identified on the tubing. Review of the manufacturing records confirm the marker band swaging process is "in control". Communication with the user confirmed an introducer sheathe with a rotating hemostasis valve.